Event description:
It was reported that during changeout for normal eri, externalized conductors were seen via fluoroscopy. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.